Manufacturer narrative:
The field service engineer determined there was an issue with the gear pump. The pump was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received false negative results for 18 patient samples tested with the elecsys hbsag ii immunoassay on a cobas 6000 e 601 module. Specific data was provided for three patient samples with false negative hbsag values. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an hbsag value of 1.36 coi (reactive) and repeated with a value of 0.389 coi (non-reactive). The second sample initially resulted in an hbsag value of 1.41 coi (reactive) and repeated with a value of 0.454 coi (non-reactive). The third sample initially resulted in an hbsag value of 1.08 coi (reactive) and repeated with a value of 0.437 coi (non-reactive). The hbsag reagent lot number and expiration date were requested, but not provided.